Event description:
A 27mm pericardial aortic valve, implanted 7 years, three months, exhibited severe aortic regurgitation, degeneration, and stenosis. It was further reported that one day pre-operation, an echo revelaed thickened and mildly calcified leaflets with dense eccentric jet from the region of the commissures between the left and noncoronary cusp and at least moderate aortic insufficiency, secondary to prolaps of the right coronary cusp. The valve was explanted and replaced with a another 27mm pericardial valve. As reported, patient was weaned off bypass uneventfully and left the operating room in good condition.

Manufacturer narrative:
Device has been received. Evaluation is anticipated but has not yet begun. Device history record (DHR) review was completed and this device passed all manufacturing and sterliziation inspections.

Manufacturer narrative:
The device was returned to edwards for analysis. Customer report of stenosis, calcification and degeneration was confirmed via visual examination and x-ray. Calcification was observed on all three the leaflets. There were cut sections on leaflets one and 3, most of which were not returned with the device. Leaflet 2 had a cut at commisure 2 and leaflet 3, a partial tear, which did not penetrate through the entire thickness of the leaflet. Of both cut leaflet pieces that were returned with the device, calcification was observed. Thrombus was observed on one leaflet piece. Additionally minimal host tissue overgrowth was observed, encroaching on the tissue at the inflow aspect, into the orifice. It was also minimal at both stent inflow and outflow. The wireform at commisure two appeared distorted, which is most likely due to implant or explant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A definitive root cause for calcification could not be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.